Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. This lead has increased pacing from 600 to 2200 ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).